Manufacturer narrative:
The MFR has rec'd the sample and will be evaluated. Results are expected soon.

Event description:
Pt with a dual power PICC solo is receiving antibiotics through the purple hub. Pt reports that when line is flushed after the antibiotics were given, pt could see what appeared to be a piece of red plastic coming out of the purple hub towards the line. When the flushing was complete whatever it is went back inside of the hub. Pt could only see it during the flush. Pt was fearful it would be pushed down the tube into his blood stream. Pt reports there is nothing red inside the purple port and is sounds like a foreign body is inside the purple hub area and he needs to seek medical attention and not use the PICC until they can figure out what is going on. Pt rec'd medical attention. He was told the foreign body was a blood clot that would not detach from the valve of the lumen. The PICC line was removed from the pt altogether without placing another line. Pt did not require anticoagulant therapy for blood clots.